Event description:
A clinic manager reported that during a vitrectomy procedure, the probe would not cut and vacuum at the same time; it would only perform one at a time and then stopped working all together. Another pak was opened to complete the procedure. There was no delay and no patient harm.

Manufacturer narrative:
The company representative examined the system. Preventive maintenance was performed. The system was then tested and met all product specifications. A sample has been received and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).